Event description:
It has been reported that the icp given rose suddenly to 117 and then dropped to 9.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported information.